Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the heater line of the homechoice cassette and the heater bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of four. The patient was connected at the time of the alarm. During troubleshooting, a loose connection on the heater bag was reported. The renal therapy service agent (rtsa) explained the alarm to the patient and assisted with ending therapy. The patient would discard the supplies and contact their nurse. The rtsa reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.